Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device was getting error code 1007 vent-inop: machine and proximal pressure sensors failed message. The device stopped operating when the alarm occurred. It was reported there was no patient involvement at the time the issue was discovered. The sales rep visited the hospital bringing an alternative v60. He confirmed that the reported issue was duplicated and replaced the device. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E:(B)(6). Reporting institution phone (B)(6). Reporter phone:(B)(6).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the identified issue. The evaluation identified several alarms in the event log, including diagnostic codes 1007, 1106, 1107, 110e, 110f, and 1113, all of which relate to various sensor calibration errors. - "vent inoperative 1007 machine and proximal pressure sensors failed" (diagnostic code 1007) - "check vent: machine pressure sensor calibration data error" (diagnostic code 1106) - "check vent: proximal pressure sensor calibration data error" (diagnostic code 1107) - "check vent: air flow sensor calibration data error" (diagnostic code 110e) - "check vent: o2 flow sensor calibration data error" (diagnostic node 110f) - "check vent: barometer calibration data error" (diagnostic code 1113). The issue was resolved by replacing the data acquisition printed circuit board assembly (pcba). The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.